Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, fi there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2010-00178, for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6) 2009. According to the complainant, during the procedure, they were unable to deploy the clips and in both instances, they noticed the blue gripper had detached from the sheath. The case was competed with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device found that there were no visible or functional deficiencies. The clips would only open approximately 90 percent of the normal span but the device otherwise functioned and deployed normally. The most probable root cause is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00178, for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6), 2009 (patient's age, gender and weight are unknown). According to the complainant, during the procedure, they were unable to deploy the clips and in both instances they noticed the blue gripper had detached from the sheath. The case was completed with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.